Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive, preventing the user from waking the screen, while insulin delivery continued as shown in the app; the screen temporarily responded when the pump was on the charger, and normal screen access was restored after a restart performed on the charging pad, indicating a key or button unresponsive issue associated with the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an electrical problem associated with an unresponsive button and the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was not established.